Event description:
It was reported that the patient underwent revision surgery to remove a broken exeter stem. The x-rays showed the stem broken midway down the stem. The surgeon indicated that the stem was "well fixed distally, but the cement was not adequately supported proximally."